Event description:
Additional information obtained identified the first blood patch only worked for a day or two. A second blood patch was done and the patient was reportedly doing better afterwards. However, the patient developed meningitis and the patient's entire drg system was removed (reference MDR # 3008829311-2017-00310). In addition, a company representative spoke with the physician who reported the patient was doing fine.

Event description:
The patient received two leads from the same lot number. It was reported the patient complained of a headache two days after her drg system was implanted. Reportedly, the patient went to the ER and a cerebral spinal fluid leak was confirmed. A blood patch was performed.